Manufacturer narrative:
The patient was born on an unreported date in 1958. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was admitted to the hospital for the peritonitis. On an unreported date the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). Four days after onset, the antibiotic treatment and dianeal therapy were both discontinued and the patient was switched to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.